Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the diagnostic vascular procedure was aborted. The system was rebooted however, the issue was not resolved. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. The customer informed rse that the equipment room was very hot and that the cine and low load fluoroscopy were not working. Rse explained that the reason for room being hot was the oil for the x-ray tube being too hot and could not be cooled. A philips field service engineer (fse) inspected the system onsite and found that the technical room air conditioning failed causing the room to get overheated. The hospital facilities got the ac working again and placed fans in the doorway to cool down the room. Fse was then able to boot the room successfully. Fse ran the hard disk check, database consistency test to check if the system was functioning well and the system was returned to use in good working order.

Event description:
It was reported to philips that the system failed to start up after a reboot was performed during a procedure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.